Manufacturer narrative:
A steris service technician inspected the unit and found the factory crimp fitting on a hose had separated at the uv outlet connection, resulting in water leaking. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Event description:
The user facility reported that a water hose from a system 1e processor had separated, resulting in flooding in the room where it was located and the hallways, offices and operating rooms. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (B)(4).